Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received in used condition. During the functional testing, the reported problem was able to be duplicated. The most probable cause is a corroded pwa board. After running the motor, the error code indicated a problem with the cam flex sensor or the pwa board. Pwa board was found to have possible battery acid present, with the cam flex sensor replacement being a part of the procedure for a pwa board. The pwa board was replaced.

Event description:
It was reported that that the device flashed ec 41622 upon start up during testing. There was no patient involvement and no patient harm/unknown adverse event reported.